Event description:
It was reported that when using the bd pyxis¿ es server, a patient had the same identity with different medical record numbers (mrns) which had to merged. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the case can be closed, and no further investigation was required. The system functioned as intended after the issue was resolved.